Event description:
It was reported by service report that the ground prong on the power cord was broken. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.